Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer further reported, the clip fell into an unspecified part of the patient's colon. The clip was then retrieved using a snare and was collected in a specimen container, the clip has since been discarded. The patient had sedation anesthetic and there was no delay to the procedure. The patient had not had clips applied or used on them on that day or previously. Confirmed no serious injury/no adverse patient effects.

Event description:
It was reported that the forceps clip had been dislodged during surgery when another forceps clip was inserted into the colonovideoscope. The issue occurred during a colonoscopy procedure, and it was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.